Manufacturer narrative:
No patient involved. Concomitant medical products: other relevant device(s) are: product ID: 9735821, serial/lot #: (B)(4), UDI#: (B)(4). The vega base camera was returned for analysis. Functional testing found that the psu failed out of box with the amber fault light on. A check of the event log showed several failures including battery voltage low, bump detected, and storage temperature exceeded, all with erroneous date codes. Otherwise, the psu passed an accuracy test (aak) at .05 mm with a passing threshold of .25 mm. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of procedure. It was reported that the camera sent out for another case was bad at install and had a battery fault. No patient present at time of event.